Event description:
The dr noticed what appeared to be a bubble in the optic of the lens after the insertion in the pt's eye. The incision was enlarged to remove and replaced the lens; stitches were required.

Manufacturer narrative:
Results: the lens was rec'd cut into two pieces with dried solution and particulate visible on the optic. The lens was cleaned and examined, no bubble could be found in the lens.